Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: it was reported that during a cardiac ablation, ventricular fibrillation (vf) occurred during radiofrequency ablation when delivered in close proximity to an implantable cardioverter-defibrillator (ICD) coil lead. The case was completed. No further patient complications have been reported as a result of this event.